Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing high blood glucose (bg) levels (265 mg/dl). The customer delivered a correction bolus to address bg level. The customer is new to the pump and the contact stated they are basal rate testing that is possible the cause of the elevated bg level. The contact declined to troubleshoot the cause of the high bg levels because they believe the reason was due to basal rate testing.